Manufacturer narrative:
Correction :section d1: device information added correction :section a1, a3, a4: patient information was inadvertly left out in the previous report which has been added to this record.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete event information.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report. During processing of this complaint, attempts were made to obtain complete event and device information. Further information was requested but not received.

Event description:
It was reported the patients ipg was explanted and replaced due to the ipg reaching end of life.